Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that four weeks following an intraocular lens (iol) implant procedure, the iol was exchanged for a different lens model and a half a diopter difference in power. Additional information has been requested.

Manufacturer narrative:
Product evaluation: the product was returned. Solution is dried on the lens. Both haptic are bent in the gusset and distal area. The optic is torn/split/cracked and smashed over a post of the lens case. Power and resolution testing could not be conducted due to the extensive optic damage. Associated products were not provided. It is unknown if qualified products were used. Upon return, the lens was observed to be placed into the lens case incorrectly resulting in damage. The product investigation could not identify a root cause for the reported complaint. The manufacturer internal reference number is: (B)(4).